Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited impedance issues on the right ventricular (rv) lead channel. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited impedance issues on the right ventricular (rv) lead channel. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the system exhibited high out of range shock impedance measuring above 200 ohms suspected to be caused by a proximal conductor coil fracture which was not observed during fluoroscopy. No adverse patient effects were reported. This system remains in service.